Event description:
During tubal ligation the kleppinger did not cauterize properly and took longer to complete procedure. No patient injury. Surgery was delayed fifteen to thirty (15-30) minutes. Handle and generator in use were wolf brand products.

Manufacturer narrative:
510k/PMA: pre-amendment. Manufacturing site evaluation: evaluation is on-going.